Event description:
It was reported that the vertier table at account is having difficulty locking sections on to it. The sections stay in place, but they are not clicking to be locked like they should. There was no reported pt involvement, and no reported adverse consequences.

Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. Actual device was evaluated in the field on (B)(4) 2011. The initial rptr is (B)(6); however, the address listed is the address where the (B)(6) works and the location of the reported event. Eval summary: after an on-site eval by a field technician, it was confirmed that the leg sections were not attaching properly. The root cause was determined to be failure to perform the monthly preventive maintenance of lubricating the latches according to the operations manual. In this case, the table was repaired by lubricating the latching mechanisms. The leg sections were then reattached and the table was functioning normally. If the leg sections are not attached properly, there is a potential for the sections to fall. This risk is being conservatively considered due to the lack of info to rule out this possibility. However, this specific malfunction was identified prior to use and no pts were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.